Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve was found obstructed during implantation procedure. It was replaced with a new valve.

Manufacturer narrative:
The hakim valve was returned for evaluation: device history record (DHR) - lot 3841197, conformed to the specifications when released to stock failure analysis - the valve was visually inspected, some biological debris was noted. The position of the cam when valve was received was 100mmh2o. The valve was hydrated. The valve passed the test for programming, leaks, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be biological debris and protein build up interfering with the valve mechanism, at the time of the investigation no occlusion issues were noted.